Manufacturer narrative:
As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint, the reported allegation could not be confirmed. The event cannot be reproduced or substantiated.

Event description:
It was reported that this was the patients third artificial urinary sphincter (aus) surgery. His aus that failed was from 4 years ago. The reason for the system failure is believed to be from the cuff. When the physician injected saline into the cuff you could see there was a puncture in it which caused the patient to be incontinent again. All components were explanted and replaced.

Event description:
It was reported that this was the patients third artificial urinary sphincter (aus) surgery. His aus that failed was from 4 years ago. The reason for the system failure is believed to be from the cuff. When the physician injected saline into the cuff you could see there was a puncture in it which caused the patient to be incontinent again. All components were explanted and replaced.